Manufacturer narrative:
Consumer reported discomfort, watery eye, and a corneal scratch in right eye after using product. Consumer is recovered. Medical documentation from the doctor was not provided. The complaint sample was returned and the results of that evaluation revealed a puncture hole in the center of the lens. A review of the lot device history records show that the product was manufactured, packaged and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported experiencing discomfort and a watery eye in her right eye while wearing lens. That same day the consumer visited an eye clinic and stated that the doctor noted a scratch on the lens and a scratch on the cornea of the consumer's right eye. The consumer reported that she was prescribed gatiflo ophthalmic solution. In addition, the consumer reported that her eye recovered. Medical documentation from the doctor was not provided.